Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. The analyst noted that the set screw was found in the connector bore. The analyst further noted: using a medtronic torque wrench both setscrews were fully extended and retracted into the setscrew block without any binding or seizing noted. The test was repeated 4 times with the same results.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant attempt the right atrial (ra) lead lost slack after being placed in the implantable pulse generator (ipg). When the physician attempted to reconnect the ra lead to the device, the wrench would not engage with the set screw. Another wrench was used and the atrial port set screw was unable to engage. No obstructions were noted in the atrial port, and the ventricular port was easily engaged. The ipg was not implanted. A different device was then used with no difficulties reported. No patient complications have been reported as a result of this event.